Event description:
The physician was using an assurant cobalt peripheral stent to treat a lesion in the left common iliac artery. The device was removed from the packaging and prepped per IFU with no issues noted. Device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was 90% stenosis with little calcification. Pre-dilation was performed. Resistance was encountered when advancing the device and resistance was experienced when passing through the valve/sheath. Device resisted going thought 6f cook check flo sheath and it was reported that the physician had trouble with the stent through the 6f check flo valve from the beginning. It was reported that the stent dislodged during delivery to/at lesion site at the iliac bifurcation. The dr. Used a non-medtronic balloon to track the dislodged stent to the left external iliac where it was deployed without issue. It is indicated that the stent was dislodged by the valve as it was advancing through the valve/sheath. No further clinical sequelae were reported for this event.

Manufacturer narrative:
(B)(4): evaluation: inherent risk of procedure (stent embolism). No results available since no evaluation performed (device or procedural images not provided for review). Related to operational context (indicated that the stent was dislodged by the valve as it was advancing through the valve/sheath). None (device not returned). (B)(4).